Manufacturer narrative:
(B)(4). Device is expected to be returned for manufacturer review/investigation, but has not been received yet. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, patient was implanted with a 1.5mm titanium maxillary plate. Patient began to feel movement during the middle of the week of (B)(6) 2016. Post-operative x-rays were taken and it could not be determined if the screws that were implanted in the right maxilla has backed out of the plate, causing the plate to loosen. A revision surgery was performed on (B)(6) 2016 and it was noted that the plate was broken (not at a screw hole). The plate and ten (10) screws were explanted and the patient was implanted with a new, identical plate in its place. The surgery was successfully completed with no surgical delays and no additional harm to the patient. No additional clinical findings and no additional medical intervention were required. The cause of the breakage is unknown at this time. Concomitant devices reported: screw (part # unknown, lot # unknown, quantity 10). This report is for one (1) titanium maxillary plate. This is report 1 of 1 for (B)(4).